Event description:
It was reported that this right atrial (ra) lead was exhibiting noise and high out of range impedance measurements above 3000 ohms due to suspected fracture. This ra lead remains in service. No adverse patient effects were reported.